Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: system remained active upon releasing activation button. Analysis conclusion: the generator¿s top cover had minor cosmetic damage but no functional impact. The generator responded appropriately to both activation and deactivation of devices buttons. The generator functioned as intended with no functional failures found. Patient demographic information is unavailable, however communication is still in progress to obtain information.

Event description:
During a breast oncology case, the surgeon deactivated the coag function on the plasmablade device and it remained active. There was no unintended tissue damage or patient injury reported.